Manufacturer narrative:
H10 corrected data: updated h6 (conclusion).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 21mm 3300tfx aortic valve implanted for four years, one day had reduced cusp separation, high gradient, and moderate stenosis concerning for late leaflet thrombosis. The patient was treated with eliquis in addition to aspirin.

Event description:
It was reported that a 21mm 3300tfx aortic valve implanted for four years, one day had reduced cusp separation, high gradient, and moderate stenosis concerning for late leaflet thrombosis. The patient was treated with eliquis in addition to aspirin. A previous echo reports a mg of 21mmhg with an ava of 1.0cm2. The pi has decided that this was not thrombus and the valve is behaving as designed as the valve is a 21mm. This is a patient who had pericarditis and was worked up. The echo describes mild to moderate stenosis.

Manufacturer narrative:
Inadvertently omitted this statement from previous supplemental MDR. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.